Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. The attorney alleges the patient experienced adhesions, which is listed as a possible known adverse reaction in the instructions-for-use. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - patient had an incisional hernia repaired with an alleged large (bard/davol) composix kugel patch. Post implant of the composix kugel patch, the patient began experiencing non-healing abdominal wound abscess which was ultimately found to be the result of the mesh being buckled and adhered to the patient's small bowel. This failure ultimately required a surgical removal of the defective composix kugel patch that was causing the patient's complications. The composix kugel patch failed while in the patient's body causing her to develop serious physical complications which required subsequent, painful and unnecessary removal of her composix kugel patch. The patient's attorney alleges the patient experienced pain, abscess, permanent injury, adhesions and explant.